Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported right side "been feeling a tissue that nobody knows what it is","afraid about the news that those implants had a high risk of lymphoma and cancer", and "observing the presence of irregular linear images[..] To consider intracapsular rupture data." The event of "presence of a nodular image hyperintense in the sequences in t2 in interline the outer quadrants of 1 average unit of 3.4 mm as well as another in the upper inner quadrant of 2.7 mm and another in the upper outer quadrant of 3. 9 mm" is not device related. Device remains implanted.